Event description:
The pt received her scs sys consisting of one surgical lead and an ipg on (B)(6) 2009. It was reported the pt's ipg abruptly lost communication with both the device charger and the pt programmer. An x-ray of the scs sys found the ipg had flipped within the device pocket. The ipg was repositioned at the physician's office. F/u on the pt found no additional issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.